Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a recurring replace battery now alarm after the troubleshooting was completed and passed. Customer also reported that the insulin pump buttons were unresponsive. During the initial troubleshooting on replace battery now alarm, customer stated that the insulin pump received a low battery alert prior to replace battery now alarm and new battery resolved the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. All the buttons functioned properly and no stuck buttons or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd window.